Manufacturer narrative:
H6. Investigation summary: bd received six(6) samples and two(2) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples along with sixty(60) retention samples from bd inventory, were evaluated by visual examination and the issue of poor barrier separation was not observed. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there was poor barrier separation of a patient sample. There was no report of patient impact. Report 1 of 2.